Event description:
Per received report, the case was prepped for a basilar apex aneurysm measuring 3.8 cm in height, 4.67cm in width and 3.11cm neck. As the physician advanced the balloon up to the basilar and into the left posterior communicating artery (lpca), difficulty visualizing the balloon was reported. The physician commented that it may have been due to the bony structure of the head or the contrast ratio used. Using a 50:50 contrast solution, an sl-10 (cordis) microcatheter was placed and the balloon was inflated without any incident. Three coils were introduced and the balloon was deflated. The physician did a "puff" on contrast and confirmed that the aneurysm had ruptured. Reapro, platelets and ventriculostomy kit were ordered. Hyperform 4x7 was used and two other coils were placed where it appeared most of the rupture occurred. Onyx was used to further stop the rupture. At the conclusion of the case, film reviews revealed that the tip of the microcatheter ruptured the aneurysm dome. Pt expired.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.